Event description:
It was informed that the tip of the distal end fell off in the patient into 30 minutes during a gastral endoscopic submucosal dissection (esd). The doctor couldn't retrieve the part which fell off. The doctor completed the procedure with another device. There was no other patient injury regarding this report.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that there wasn't the tip of the distal end. The knife was bent and burnt. As the result of checking the manufacturing record of the same lot, there were nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the tip fell off, because some load was fourthly applied to the tip while adhesive strength of the tip decreased due to high temperature. The high temperature of the tip might be caused that the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. The instruction manual of the subject device warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.